Event description:
The email received for the (B)(4) study indicated that during the index procedure the angioguard rx was unable to track through the ostium internal carotid artery because the device was kinked/bent prior to use. Then, forty-eight hours post index procedure and one day after discharge the patient had a stroke classified as an intracerebral/subarachnoid hemorrhage. The onset was gradual with neurological deficits that resolved fully within 24 hours. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 5mm in length in a 7.0mm vessel diameter. The arch I lesion was concentric with moderate vessel tortuousity. A 5mm medium support angioguard that was kinked before use was replaced with a 6mm angioguard embolic protection device and the lesion was pre-dilated. A 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. The patient had no neurological deficits upon leaving the angio suite. There were no documented dissection or presence or air bubbles during the procedure. The patient had chronic total occlusion and contralateral occlusion.

Manufacturer narrative:
The email received for the (B)(4) study indicated that forty-eight hours post index procedure and one day after discharge the patient had a stroke classified as an intracerebral/subarachnoid hemorrhage. The onset was gradual with neurological deficits that resolved fully within 24 hours. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 5mm in length in a 7.0mm vessel diameter. The arch I lesion was concentric with moderate vessel tortuousity. A 5mm medium support angioguard that was kinked before use was replaced with a 6mm angioguard embolic protection device and the lesion was pre-dilated. A 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. The patient had no neurological deficits upon leaving the angio suite. There were no documented dissection or presence or air bubbles during the procedure. The patient had chronic total occlusion and contralateral occlusion. The patients medical history includes history of smoking, diabetes mellitus and hypertension. High risk criteria includes contralateral carotid occlusion, previous cea recurrent stenosis and bilateral carotid artery stenosis. A review of the manufacturing documentation associated with lot 15049632 presented no issues during the manufacturing and inspection processes. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Additional information was received from the clinical events committee from the (B)(4) study that the hemorrhage which occurred shortly after stent implantation was located on the side opposite of the stent implant and was diagnosed as a non-ipsilateral hemorrhagic stroke. This information changes the previous determination of a serious injury involving a cordis device. Therefore, the previously reported event no longer meets the criteria of medical device reporting. No additional details are available and no further reports will be forthcoming.

Manufacturer narrative:
The cc has been updated to include minor patient history and procedural changes. These do not affect the previous outcome. The email received for the (B)(4) study indicated that forty-eight hours post index procedure and one day after discharge, the patient had a stroke classified as an intracerebral/subarachnoid hemorrhage. The onset was gradual with neurological deficits that resolved fully within 24 hours. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 5mm in length in a 7.0mm vessel diameter. The arch I lesion was concentric with moderate vessel tortuousity. A 5mm medium support angioguard that was kinked before use, was replaced with a 6mm angioguard embolic protection device and the lesion was pre-dilated. A 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. The patient had no neurological deficits upon leaving the angio suite. There were no documented dissection or presence or air bubbles during the procedure. The patient had chronic total occlusion and contralateral occlusion. The patients medical history includes history of smoking, tia, diabetes mellitus and hypertension. High risk criteria includes contralateral carotid occlusion, previous cea recurrent stenosis. A review of the manufacturing documentation associated with lot 15049632 presented no issues during the manufacturing and inspection processes. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15049632. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Additional information was received that the patient's medical history includes tia and high risk criteria was revised. The target lesion was updated to the r5, the proximal right internal carotid artery. During the neurological event, the patient had right hemiparesis. No further information was received and no further reports are expected at this time.